Manufacturer narrative:
The trial leads were explanted (unknown date), the tegaderm was removed and no further issues have been reported. The implanting clinician's office explained there was not a rash present at the incision site. The irritation was present where the tegaderm was placed on the skin. The implanting clinician removed the trial leads (date unknown) and the implanting clinician and will move forward with a permanent implant. The patient disclosed to the clinical representative that after removing the leads and taking the tegaderm off the irritation cleared out. The implanting clinician stated the patient was having a reaction to that tegaderm. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erythema is no fault found in regards to the stimwave device; the irritation is believed to be due to the tegaderm.

Event description:
The implanting clinician's office explained there was not a rash present at the incision site. The irritation was present where the tegaderm was placed on the skin.